Manufacturer narrative:
Method code 3331 addition h6: code 22 addition images were sent to gore imaging services for evaluation. Per the evaluation three time-points are available for evaluation; post-implantation cta dated january 30, 2018, post-implantation cta dated may 18, 2018, and angiogram runs dated june 21, 2018. Images dated january 30, 2018, appear to illustrate contrast pooling in the central aneurysmal sac. A lumber artery near the proximal implanted device and a set of lumbar arteries more distal appear to have contrast in them at the level of the implanted device on the january 30, 2018 and may 18, 2018, time-points. Cannot confirm communication between the lumbar arteries and contrast pooling in the sac on either time point. Comparison axial images appear to show aneurysmal growth between the first two time-points; january 30, 2018, approximately ~70mm x 70mm and may 18, 2018, approximately ~80mm x 85mm. Unable to confirm contrast outside the implanted devices in the aneurysmal sac on the angiogram imaging of june 21, 2018.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were sent to gore imaging and are being evaluated.

Event description:
On (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported computed tomography images (dated (B)(6) 2018), revealed there is aneurysm sac enlargement, the amount is unknown. The cause of the enlargement is unknown. The event is ongoing.